Event description:
It was reported that the programmer generated an error message while printing a report. The error was able to be cleared by recycling the power to the monitor and the programmer remained in use. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.